Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's remote was not working and implant was not working either. Patient stated her device was not on. No symptoms reported. Patient reported using heavy duty batteries and would try alkaline. Patient to call back if the remote still did not work. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97740, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
They called back on (B)(6), stating that stated that herpp will still not turn on. The patient stated that she went and got new alkaline batteries and tried using those but her pp would still not turn on. The patient also said that the device has not been wet or dropped. No further complications were reported/anticipated. Additional information was received from the patient. The patient noted that there was a dead battery. Then actions taken to resolve the implant not working/on and patient programmer not working were that a new battery was placed. They stated their issue was resolved. No further complications were reported.